Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited inadequate capture. During procedure, x-ray was performed and revealed deformed helix. The rv lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable.